Event description:
An ent has diagnosed the patient with vocal cord paralysis (date unknown). In 2002, the patient's ncp system was programmed to on with the following settings: 0.25ma/30hz/250ms/30sec/5min and magnet mode was 0.5a/60sec/250ms. Physician plans no action at this time.